Manufacturer narrative:
. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. . Device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was wasted/damaged and the extent of patient contact is unknown. No further information is available.